Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magnum driver activates on its own. There was no patient involvement. Additional information was provided that during firing, the magnum driver fires on its own, without pressing the trigger button.